Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and no delivery multiple times during bolus attempts. The patient's blood glucose at the time of incident was 450 mg/dl, which he treated with a six-unit manual injection of humalog. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was unable to rewind due to the alarm; the customer did not want to attempt since he was also in a public area. Troubleshooting was declined for the no delivery alarms and high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned or replaced since the call disconnected.